Manufacturer narrative:
Depuy synthes has requested return of the driver for evaluation. A follow up report will be filed upon receipt of the instrument and completion of the evaluation.

Event description:
International affiliate reports the tips of two skyline spring clip drivers broke off. The items were returned in a loan kit. The broken tips were not returned with the kit and it is not known when or where the tip broke off. As it is possible that the broken tips may have been left in the patient, a medwatch report is being filed to document this event. See mfg medwatch report no. 1526439-2012-00196 for the second skyline spring clip driver that was involved in this event.

Manufacturer narrative:
Visually inspected found the tip had sheared off, with the remaining portion shifted inside of the barrel of the instrument. Although the root cause cannot be positively determined, the age of the instrument suggests that tip breakage occurred from wear/tear and material fatigue. It should be noted that the driver should be engaged into the screw head with similar trajectories. This will ensure that the tip makes full engagement into the screw head. Review of the DHR found no discrepancies. At this time, the complaint is considered to be closed.